Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 306 mg/dl due to eating cookies. A bolus via the pump was delivered to address the bg. The customer over-corrected for a meal and the bg dropped to 69 mg/dl. Cookies were consumed to address the low bg. As the bg was resolved, no additional troubleshooting was performed.